Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose of 354mg/dl. The caller stated that the screen on the insulin pump was scratched. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The drive support cap was flush. Assisted the mother to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.